Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The device was returned for further evaluation. Investigation revealed a soldering issue associated with a wire in the hall sensor, which caused the "no pads" warnings. During the investigation, the AED underwent functional testing, including shock testing, and the unit operated as designed.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The review identified that on (B)(6) 2023 the AED reported a service code related to failure of the red active status indicator (asi) self-test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED.